Event description:
Procedure type: low anterior resection. According to the reporter: staples did not form and the doctor had to hand-sew the anastomosis. Surgery time was extended by two hours. Bleeding 500cc occurred, and bowel leakage was reported. No further information was known.